Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 6 weeks post-implant, it was reported that the pt experienced low flow alarms and went to the hospital. The pt felt shortness of breath, had some congestion in the lungs and had a loss of appetite. The pt was admitted in a hemodynamically stable condition. An echocardiogram was performed and the left ventricle was not fully unloading. It was also reported that the pt's inr had dropped approx 4 days prior. On (B)(6) 2014, the pt's ldh level had doubled and heparin was initiated. Additional info received indicated that the pt showed signs of hemolysis and his ldh levels remained elevated. Thrombolysis treatment was initiated and was unsuccessful and no improvements were seen on a ramp test. A pump exchange was performed on (B)(6) 2014.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.